Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for wound dehiscence at the evoke closed loop stimulator (cls) implant site. Antibiotics were prescribed but it did not resolve the reported event. The evoke scs system was explanted to resolve the reported event.